Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the device worked well for approximately 4 years and then it stopped working. The patient underwent an inflatable penile prosthesis (ipp) replacement surgery to solve the problem. After the procedure, a break in the tubing right above the pump was identified which was causing the device to leak fluid and not work properly. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the product analysis confirmed the reported event. The identified fluid leak in pump krt is the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected and the kink resistant tubing (krt) was fatigued and worn down to filament. There was a leak due to a hole in the pump strain relief krt (cylinder) junction that was result of fatigue. Once the damage tubing was removed, the pump was functionally tested and performed within specification. The ams700 ipp cylinders were inspected and both had wear at fold in cylinder body. Both cylinders had a large hole from avulsion in the outer tube attributed to wear against the cylinder krt in proximal cylinder body. The krt of cylinder 1 was worn down to filament that was result of wear against the input tube. Cylinder 2 has a separation of fabric threads when inflated with syringe. There was no damage to the inner tube; therefore, both cylinders passed leak and pressure tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the device worked well for approximately four years and then it stopped working. The patient underwent an inflatable penile prosthesis (ipp) replacement surgery to solve the problem. After the procedure, a break in the tubing right above the pump was identified which was causing the device to leak fluid and not work properly. The patient is expected to fully recover.